Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. There was reportedly no further medical treatment for this recipient. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number:(B)(4).

Event description:
The recipient is reportedly experiencing a csf leak. The recipient underwent surgery to repair the csf leak, however, it is still active.

Manufacturer narrative:
The recipient reportedly has healed and resumed device use.